Manufacturer narrative:
(B)(4). Date sent: 4/13/2026. D4: batch #314d61. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45l device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received fully fired with several b-form staples on the reload. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #ech45l, with lot/batch #m9az91, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 314d61, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure, it was observed that there was no response from the firing trigger at the last firing for the gj anastomosis when the surgeon attempted to fire the stapler. They removed the battery and reinstalled the battery, audible feedback was heard. They tried to articulate the device, it functioned well. They reassembled the reload and tried dry firing outside but still unable to activate the firing trigger. There was no patient consequence nor surgical delay reported. No additional information provided.